Manufacturer narrative:
Initial reporter email unknown. The device was returned for evaluation. Visual inspection was performed consistent with that there was a crack on the hinge part of the epifuse connector causing leakage. The root cause is considered to be an event caused by the supplier and design, the complaint trend will continue to be monitored.

Event description:
It was reported that the hinge part of the connector was damaged, causing a chemical leak. There was no patient involvement and no patient harm reported.